Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the motor of the handpiece got hot quickly. There was no patient involvement.

Manufacturer narrative:
Analysis could not confirm the complaint of the customer. After 1 minute the max temperature was 81 degrees f which was within threshold. The bearings were found to be worn. The collet was replaced. The device was repaired, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.